Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A surgery coordinator reported that following an intraocular lens (iol) implant procedure, an unexpected refractive outcome occurred. Additional information was requested. Additional information was provided by the initial reporter that the iol was slightly decentered superiorly, and that the patient reported a vision complaint.